Manufacturer narrative:
Siemens has completed an investigation of the reported event. During investigation the root cause of this error could not be defined in detail. The returned part did not show any defect. According to expert evaluation the most reasonable cause was a bad contact on the plug of the board. The error was resolved on site by exchanging the board d601 of the generator polydoros a100. The system works as specified and the manufacturer is not considering further actions resulting from this event.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an acute procedure, when releasing the foot pedal for fluoro and acquisition images, the image first appeared and then went black. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any injury or impact to the state of health of the patient involved.